Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Ipsilateral limb deployed prematurely. Difficulty encountered with jacket retraction but was resolved.